Event description:
The customer stated that in 2008 at about 7:00 pm, a dnr patient went into asystole and the mp70 monitor did not alarm.

Manufacturer narrative:
The customer stated that in 2008 at about 7:00 pm, a dnr patient went into asystole and the mp70 monitor did not alarm. A philips field service engineer (fse), went onsite and along with the site's biomedical engineer, tested the monitor in question. The monitor passed all tests. The system's alarm logs clearly show that the monitor did alarm asystole on the same day, at the following times: 6:38 pm, 6:53 pm (was silenced by the user), 6:54 pm (silenced by the user at 6:55 pm), 7:25 pm, and 7:28 pm. The available information supports that there was no malfunction of the device, labeling, or design. The mp70 worked per its specifications and did not contribute to the death of the patient since it was alarming and the user elected to silence the alarms and not take any action (dnr). A trending query did not indicate the existence of a trend or a systemic issue. We will consider that the monitor is currently in use at customer's site. No other calls were logged and no further investigation or action is warranted. A written reply was sent to the customer, and a copy was attached to this complaint.